Event description:
Customer reported the system sounds an audible alarm when plugged in during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and restrapped the input transformer. System operates as intended.